Event description:
It was reported that the insulin pump was delivering insulin by itself without programming, and all the deliveries were registered in the bolus history. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.